Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple errors. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump alarmed hardware low-level failures during the self test and hardware low-level failures alarm (variable 3) and the motor arm cannot communicate with the main arm alarm are found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly. No unexpected insulin flow blocked alarm noted during testing.